Event description:
On 09/01/2004, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted to the hospital for intermitted red heart and yellow wrench alarms experienced at home. The vad coordinator stated that multiple system controller changes had not ceased these alarms. The patient had undergone the repair of damaged wires to her percutaneous (perc) lead in in 2005 (see medwatch #2916596-2005-00096) and had no problems until recently. Upon the patient's return to the hospital it was noticed that these alarms could be silenced with the manipulation of the patient's percutaneous lead near where it enters the system controller. The manufacturer recommended that they have an ip drive console and stroke volume limiter (svl) as back up which they did. The manufacturer also recommended an x-ray of the perc lead which had been ordered. The vad coordinator was going to download waveforms and e-mail them to the manufacturer, and also was going to mail the x-ray to the manufacturer for review. The manufacturer asked the vad coordinator to put the patient on the system monitor and observe for any visual alarms as the only one seen before was "controller malfunction" the vad coordinator also splintered the driveline with tongue depressors to minimize the movement of the driveline. The manufacturer received the x-ray showing the suspect xve extended lead and system controller. The x-ray was unremarkable and showed no apparent damage to the lead, conductors or shield. No alarms have presented since the suspect region was splintered. The surgeon and staff had decided to discharge the patient while awaiting the results of a vent filter analysis. The manufacturer's technical services have scheduled a trip to the hospital to perform a lead examination and possible repair. The vad coordinator stated that the pump was approaching one year of use and past vent filter analysis had shown evidence of fluid/foreign matter ingress into the lead. The patient remains on lvad support.